Event description:
A hospital in (B)(6) reported that the soft rubber plugs on the built in ports "pops off" from an rt040m hospital full face non-vented mask. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt040m mask is not expected to be returned to fisher & paykel healthcare (B)(4) as they are no longer available. Our investigation is based on the information provided by the customer. Results: it was reported that the soft rubber plugs on the built in ports "pops off" from an rt040m mask when in use with patient receiving 10-12 cmh2o of pressure. The hospital reported that the port ring was fully detached from the mask. A lot check revealed no other complaints of this type for lot number 110822. Conclusion: it is possible that the patients was pulling the caps off and that the plugs were lost if they were pulled off completely. Without the device we are unable to determine if the port caps or ports were out of specification or damaged. Our product development team has been informed about this complaint and it will be considered for the design of any future masks.